Manufacturer narrative:
E1/facility name: (B)(6) hospital. E1/address: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a foggy image. The issue occurred during a therapeutic laparoscopic surgery procedure. There was a procedural delay of under thirty minutes, while the patient was under sedation. The procedure was completed using an olympus back-up device. There were no reports of patient harm.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.